Event description:
The home health nurse reported missed a dose on (B)(6) 2025 because of a pump malfunction. No further details provided at this time. All known information is contained on this form. Any additional information will be provided on a separate report.